Manufacturer narrative:
H3: one device was returned for repair in used condition with complaint of system fault error code 42873. Visual evaluation found peeled downstream occlusion (dso) seal and worn upstream occlusion (uso) seal. This device has not been in for service in the review period. Review of event log confirmed error code 42873. The cause of the reported complaint was depleted internal battery. Charged device for 250 hours and date & time hold. Software upgrade and performed standard preventative maintenance to bring pump into full functionality. Device passed all functional tests after repair.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a last error code 42873 and requires a software upgrade. The event occurred during testing. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.